Manufacturer narrative:
The investigation in this complaint has been completed. Our field service engineer investigated the system on-site and it was found that the reported failure was that the system failed the leakage test in the system checkout. The leakage was caused by the presence of absorber dust in the device. The removable and easy to clean parts in the system were cleaned. The system then passed all functional and safety tests and was released for clinical use. No parts were replaced. The customer use both reusable and disposable co2 absorbers. It remains unknown if the customer is using the in user's manual recommended soda lime or another brand. No information about cleaning interval for the parts has been received. Evaluation of the received device logs shows that the automatic and manual ventilation leakage test failed due to leakage. Presence of soda lime dust in the system will be detected during the full system checkout (includes a leakage check) or the leakage check. A full system checkout is to be performed at least once a day and the leakage check shall be performed after each change of patient circuit, breathing bags or filters. Our conclusion, based on the received information is that the reported leakage during system checkout was caused by soda lime dust in the system.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system had a leakage. There was no patient harm. Manufacturer's reference #: (B)(4).